Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. External insulation abrasion was noted 25.3cm to 25.5cm from the connector pin breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise leading to pacing inhibition. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.